Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer¿s insulin pump was damaged. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that the inside portion of screen has black at bottom of display and cannot see the bottom of display. The customer stated that the pump fell and noticed display can't see full screen can only see top display of screen. The customer reported that the pump dropped in bathroom and damage was on display and can only see partial screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with bleeding lcd glass.